Event description:
Infection was reported and the system extracted. Additional information was received reporting endocarditis and that following the system extraction, the patient developed a large pocket hematoma which required an evacuation. The drain was removed, and the event reported as resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. However distal conductor stretched, outer tubing kinked/buckled, outer tubing overlay melted, outer tubing overlay breached cut, helix distorted/bent, lead stretched, apparent explant damage noted, and blood noted on outer tubing overlay, distal conductor (not obstructed), and helix mechanism; full lead in segments returned and analyzed. (B)(4): no anomalies found, however there was outer insulation cosmetic depression and blood on helix mechanism; full lead returned and analyzed. (B)(4): no anomalies found, however proximal conductor distorted, outer insulation breached cut, outer insulation cosmetic depression, apparent explant damage noted, and blood noted on helix mechanism; full lead returned and analyzed.